Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5fr sheath after a diagnostic procedure. Reportedly, after suture deployment and the needle plunger was retracted a suture break occurred. The vessel was re-wired and the proglide device was removed. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of a suture break was not confirmed, however, analysis of the returned device revealed the link was pulled at the posterior cuff. When this occurs the suture will not be present during plunger withdrawal and can appear to the user to be very similar to a suture break. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Sheath: 5f, guide wire: whisper. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.